Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It was reported that the sds was prepped inside the anatomy. It should be noted that the multi-link 8 coronary stent systems instructions for use (IFU) states to prepare the device (remove all air) prior to use. It is unknown if the IFU deviation contributed to the reported event. Based on the information provided and without the device to examine, a definitive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the distal right coronary artery with mild tortuosity, mild calcification and 90% stenosis. The lesion was not pre-dilated. A 3.0x15 mm multilink 8 stent delivery system (sds) was prepped (air aspiration) inside of the anatomy and advanced to the lesion with no resistance. The balloon of the sds ruptured on the first inflation at 5 atmospheres. The stent deployed at the intended site, but was not fully apposed to the vessel wall. There was no resistance on removal of the sds. A non-abbott balloon dilatation catheter was used for post-dilatation to fully appose the stent and successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.